Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was not performed due to the receiver shutting down when connected to the charger or download tool. A receiver boot test was performed and passed. Functional tests were not performed due to the receiver shutting down when connected to the charger or download tool. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to the receiver shutting down when connected to the charger or download tool. The allegation was not confirmed. The probable cause could not be determined. No injury or medical